Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, there were constant c-34 errors on the erbe generator when the customer would activate monopolar energy. The technical service engineer (tse) had the customer restart the erbe, but the issue remained. The tse confirmed the reported error in the system logs. The customer already tried a different cautery cable, instrument, and monopolar energy port. The customer continued the case with only bipolar energy. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the generator was powered on correctly that day and worked without any problems during the first da vinci procedure. The first error message came while they were almost halfway through the second operation. The system was connected to the net and all errors that came afterwards were logged. Then they worked with bipolar until the end of the operation, informed the technician responsible and arranged a replacement date. The generator was replaced on the same day after the end of the surgery program.

Manufacturer narrative:
The iesu had no significant scratches or dents. The front bezel is in decent condition. The iesu was placed on golden system and was run in normal mode. C-34 error occurred during startup and mono coag activation. The unit will be returned to the original equipment manufacturer. The probable root cause is attributed to generator defect based on voltage error.

Event description:
Refer to h11 for follow-up information.